Event description:
Patient called back and stated previous documented information. Patient repeated that the implant battery is barely lasting 24 hours and they used to go 2 full days without charging. Patient mentioned they received the replacement battery (see (B)(4)). Since they received the battery replacement, they do feel that the vibration had returned. Patient reported it was still taking longer to charge their implant than what they were used to. Patient reported that when the implant battery is at 60%, it'll take close to an hour and at 40% it would be longer. Patient added that the controller battery will go down to 40% as well where it used to not do that. Patient shared they lay directly on the recharger antenna and check the controller constantly to ensure proper connection. Patient stated they were able to maintain recharging excellent. Patient mentioned they had an upcoming appointment scheduled with the hcp on (B)(6) and would like a mdt rep to be present because they're very anxious about what's going and wants someone to check over everything. Patient also shared that they would be moving later in the year and requested a physician listing. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated they used to be able to choose whether they charged in the morning or at night because there was enough for them to use the ins. Pt stated they were recharging about every 36 hours. Now patient is noticing that their stimulator battery will go to 0% in less than 24 hours. Patient service specialist (pss) reviewed that the charge frequency is not related to the external equipment. Pss suggested that patient contact their healthcare provider to schedule an appointment with the local representative to have their programming checked.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.